Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin the glass tube broke. The following information was provided by the initial reporter: it was reported that the tube broke in the centrifuge.

Event description:
It was reported that during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin the glass tube broke. The following information was provided by the initial reporter: it was reported that the tube broke in the centrifuge.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.